Event description:
It was reported the system could not be rebooted after a precharge voltage error was displayed. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.